Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels between 500-600 mg/dl; cause unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.